Event description:
A malfunction alarm indicated by code malf 12 was reported, and the customer sought assistance in resetting the pump. There was no reported adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.